Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was unknown. One day prior to the peritonitis diagnosis, the patient was hospitalized for abdominal pain. The same day as the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 4th day, ongoing) and ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5: upon follow-up, it was reported that the patient recovered from the events and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.